Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting elevated thresholds and was found to have micro- dislodged one day post implant. Currently, the lead has been exhibiting sensing issues and an x-ray confirmed the dislodgement. The patient reports never feeling better since implantation. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects have been reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.